Event description:
It was reported that five (5) patient incidents occurred with electrosurgical units (esus/generators from 2007 to 2008. Upon performing polypectomy procedures, patients developed perforations in the bowel wall, due to necrosis (i.e. Damaged/dead tissue). Different default settings were found on the esus, and the use of units with higher settings could have been related to the perforations. Note: the generators were distributed by our parent company erbe electromedizin gmbh) to a facility in another country.

Manufacturer narrative:
All of the hospital's esus were evaluated. No faults were found with the equipment. A review of the device history records (dhrs) for the generators did not reveal any problems. In conclusion, there were no malfunctions/defects with the esus that would have caused or contributed to the events. Further in-service work had been performed at the medical facility to further address the issue. The use of settings on one or more of the units resulting in higher thermal tissue effect may have led to the perforations. However, no conclusive determination could be made. Nonetheless, all of the esus were standardized to the recommended settings. No trends have been identified with this situation. Erbe USA is now closing this event.